Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01201-000. Section d4, model #, of the initial medwatch report should have stated: v+pro emergency, english. Section d4, expiration date, of the initial medwatch report stated: blank. Section d4, expiration date, of the initial medwatch report should have stated: 06/15/2022. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001: h6: the device was not returned to ventec for evaluation. Ventec reached out to the authorized service provider (asp) for an update on the device evaluation and repair. The asp advised ventec that they did not have any records of this device being evaluated, specifically, for low exhaled tidal volume (vte). The asp advised that in the time since the issue had been initially reported, that they had successfully performed preventative maintenance (pm) and recertification of the device. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the that the device's exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.